Manufacturer narrative:
Device evaluation: sample received consist of three (3) product of p/n 21-7002-24; the samples were received in used condition. During visual inspection no discrepancies were detected. The customer reported condition was not confirmed. No fault found.

Event description:
Information was received indicating that the cadd cassette reservoir exhibited leaking. The observation was noted during preparation of the cassette. There was no patient involvement.